Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not turn on. Therefore, a receiver log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection was done by trouble shooting and a battery test. The interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, his receiver was overheating. No additional event or patient information is available.